Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients from the german transcatheter mitral valve interventions (trami) registryna

Manufacturer narrative:
Exemption number e2019001. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information were not provided. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) and expulsion could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. Exemption number e2019001. The clips may remain implanted and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients from the german transcatheter mitral valve interventions (trami) registryna.

Event description:
This is filed to report a single leaflet device attachment (slda) and clip embolization. It was reported through a research article identifying the mitraclip device that may be related to: single leaflet device attachment (slda) and clip embolization. The study concluded mitraclip implantation is a safe treatment. Details are listed in the attached article, titled " risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients from the german transcatheter mitral valve interventions (trami) registry,¿ please see article for additional information.